Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
(B)(4) report: "it was reported during interventional cardiology procedure for angioplasty balloon was prepared and loaded onto cardiac guidewire per normal procedure. While advancing the balloon into the body along the guidewire, the balloon shaft "snapped" in half. The attending physician immediately secured the distal end of the balloon and removed it from the body. No appreciable change in pt condition was noted. The balloon pieces were recovered and secured pending disposition to the vendor." No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.